Event description:
It was reported that the patient with the pacemaker system called technical services (ts) and reported observing a red call doctor (rcd) icon alert. Ts reviewed the stored device data and the rcd icon noted high out of range right ventricular (rv) lead pacing impedance measurements were recorded. Ts advised the patient to consult with the device treating clinic for further evaluation. No additional adverse patient effects were reported. This rv lead remains in service.